Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column during procedure was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared per the instructions per use (IFU) and was inserted without issues. However, during aspiration, while removing the dilator and wire, a loss of fluid column occurred, and was introducing air. It was noted that wire was fully in the dilator upon removal. Therefore, the sgc was removed and replaced. The procedure was completed with two clips implanted, reducing the tr to a grade of 1. There was no clinically significant delay in the procedure.